Event description:
The customer reported that his insulin pump was not functioning and he ended in the hospital with high blood glucose of 349mg/dl. The caller mentioned that he was vomiting for two days and had abdominal pain. The customer stated that he was reconnected to the device and his blood glucose went up. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard settings were correct. The customer stated that he changed the infusion set when he got the no delivery alarm. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.